Event description:
On (B)(6) 2012, lvad alarming when plugged into ac power. On battery, there were no alarms. Came to ER and was determined there is likely a breakdown in the ac power connector ground wire.